Event description:
Reporter noted two patients out of eight cases that day had a posterior capsule tear during polish mode. Using three I/a tips by rotation; suspects burr on tip caused damage. Patient # 6: anterior vitrectomy performed. Outcome listed as improving.

Manufacturer narrative:
Product has not been received for evaluation to date.